Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred. Customer changed the cartridge to resolve the issue. Customer's blood glucose was 114 mg/dl.